Event description:
The patient was enrolled in the (B)(4) study with stable angina pectoris experienced a jailed side branch, bruising, and stable angina. At the time of the index procedure, the patient had an 80%, type b, de novo lesion in the mid left anterior descending artery. The lesion was 15mm in length and the vessel was 2.7mm in diameter. The lesion was pre-dilated with a 2.5 x 20mm balloon at 4atm and a 2.5 x 28mm cypher stent was implanted at 14atm. The stent was post-dilated. It was reported that during the procedure, the diagonal artery was "jailed" by the stent, and that this was treated with a balloon inflation in kissing balloon technique. According to the angiographic core lab reported, the 2nd diagonal showed 80% stenosis pre-procedure and 70% stenosis post-stenting. Approximately eight months post index procedure, the patient experienced bruising. The event was deemed to be unrelated to the cypher stent implanted at index. At the fifteen month follow-up, the patient experienced stable angina. It was thought that the angina may have been related to the jailed stent or a known 60% stenosis in the rca. Angiography was not performed to determine the source of the angina.

Manufacturer narrative:
Concomitant medications included: bivalirudin, clopidogrel, and heparin (intra-procedure), aspirin 325mg daily, ramipril 5mg daily, vytorin 10/40mg daily. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient was enrolled with stable angina pectoris experienced a jailed side branch. This is a (B)(6) male with medical history including angina, family history of coronary artery disease, hyperlipidemia, hypertension and allergy to ivp dye. At the time of the index procedure, the patient had an 80%, type b, de novo lesion in the mid left anterior descending artery. The lesion was 15mm in length and the vessel was 2.7mm in diameter. The lesion was pre-dilated with a 2.5 x 20mm balloon at 4atm and a 2.5 x 28mm cypher stent was implanted at 14atm. The stent was post-dilated. It was reported that during the procedure, the diagonal artery was "jailed" by the stent, and that this was treated with balloon inflation in kissing balloon technique. According to the angiographic core lab reported, the 2nd diagonal showed 80% stenosis pre-procedure and 70% stenosis post-stenting. The patient was discharged on dual anti-platelet therapy. At the fifteen month follow-up, the patient experienced stable angina. It was thought that the angina may have been related to the jailed stent or a known 60% stenosis in the rca. Angiography was not performed to determine the source of the angina. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately, this plaque shift can occlude side branches that are located within proximity of the target lesion. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.